Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 02/07/2017, that on (B)(6) 2017, the receiver displayed errhwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed and hardware errors were observed. The reported event of the receiver displaying hwbbt was confirmed. The root cause of the hardware error was a defective battery.